Event description:
Volun (B)(4) 2014: during placement of pedicle screws during lumbar spine surgery, the pedicle screwdriver tip broke off in the head of the screw.

Manufacturer narrative:
Additional narrative: a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium quick connect si polyaxial screwdriver was not returned for evaluation as previously identified in medwatch # mw-104430. A device history record (DHR) review could not be conducted as the lot number is unknown. A twelve month complaint trend analysis was conducted and a data review has been opened to further investigate the rate of occurrence associated with the complaint vs. The identified occurrence rate in the design failure mode and effects analysis (dfmea). A supplemental report is not anticipated unless further actions are required as a result of the data review. No corrective action, as a part of this complaint file, is necessary as a data review has been opened. Any actions that may arise will be documented in the data review. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.